Event description:
Caller reported aviva blood glucose results: 7:04 am, 95 mg/dl 7:06 am, 108 mg/dl 7:07 am, 186 mg/dl 7:09 am, 137 mg/dl 7:11 am, 88 mg/dl 7:11 am, 106 mg/dl reported no adverse event. A request was made for the return of the meter and strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.